Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Available details indicate that the device had exhibited symptoms of a faulty speaker. The device includes redundant design features to support use of the device during a critical care event if the speaker does not provide voice prompts. These features include text instructions displayed on the defibrillator¿s main screen, an insert-pads-connector flashing light, flashing shock button and a charge tone. Details provided in an update from the source case indicate that the customer was sent replacement. Based on the information available, the cause of the reported problem was a potential speaker failure. The reported problem could not be confirmed because the device was not returned for investigation. Based on the information available and results of additional analysis, no further action is necessary at this time. No CAPA will be initiated based on this record; a corrective action request will be initiated if a trend is discovered through periodic monitoring. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was provided with a replacement fr3. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by the local philips field service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the philips fr3 defibrillator indicating that the device¿s self-test failed.

Event description:
This report is based on information provided by the local philips field service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the philips fr3 defibrillator indicating that the device¿s self-test failed.